Event description:
Had syneron aurora skin rejuvenation done with radiofrequency on my face/neck. Was told it was very safe, might be a little red, maybe some blisters, etc. That afternoon, noticed "footprints/indentions" from the laser. Also did my nose - big indentation on left side, and because I had deviated septum surgery from a broken nose, the bones in my nose were all inflamed and protruding. Nose is no longer straight from the pressure of that device. Called the dermatologist and they said to come in next day. They were telling me that she didn't see anything. Went home thinking it just needed time to heal. Within a week, noticed lax skin, much crepeness under the eyes, when I washed my face - it felt so very different - hard to explain. This was done by a certified dermatologist but not sure how many "hours" she had used this device before. Too much heat or held down too long. Started reading articles about radiofrequency and possible fat loss. Very scared - and realized the things I was experiencing were very similar in nature. Needles to say - this one hour treatment has taken a toll on my life. I'm not the same person anymore, went through many sleepless nights, crying, weight loss, etc. I have to say I am a very upbeat person, with no baggage. There was like no other experience in my life. Please take these comments seriously and look into what's happening with these treatments. Syneron aurora sr, (B)(6) 2006 - entire face (B)(6) 2006 - over a scare by my mouth. Dates of use: (B)(6) 2006. Diagnosis or reason for use: blood vessels on face.